Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 230 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.